Event description:
It was reported that the patient had atrial fibrillation/atrial flutter that was interfering with the device function. The patient was noted to have rapid ventricular response. The patient was scheduled for a cardioversion. The device remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardioversion was performed and the issue was noted to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.